Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:14:13. During night drain cycle six, the patient's ultrafiltration reading was 3864ml, indicating the home patient drained 3864ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A service history review was performed with no issues noted that could have caused or contributed to an iipv event. Upon further review of the event history log, it was identified that an iipv event was incorrectly identified. It was noted that therapy had been discontinued during cycle seven which caused the homechoice to calculate the total ultrafiltration for cycle six differently. Upon determining the correct drain volume, it was noted that the new volume did not meet iipv criteria and the original report is no longer applicable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.